Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that pt was revised for dislocation. No further implant or info available due to hosp policy.